Manufacturer narrative:
Reported event:  an event regarding abnormal ion level involving an accolade plus tmzf hip stem #3 was reported. The event was not confirmed.  Method & results:  -device evaluation and results: not performed as product was not returned.   -clinician review: no medical records were received for review with a clinical consultant.   -device history review:all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion:  it was reported that patient had excessive levels of chromium and cobalt in the blood. The exact cause of the event could not be determined because insufficient information was provided.additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the devices at issue and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the devices at issue and excessive levels of chromium and cobalt in his blood.